Event description:
Customer reported that the unit will sound continuously even when the floor mat sensor is connected and no pressure is applied. Customer has no other sensor to replace or no other alarm unit. There is no other physical damage to the unit. The customer did not provide a date when this was discovered and no pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit did not confirm the reported issue of continuous sound. Results revealed a bent battery spring. The unit and sensor worked as expected when in use and passed all functional test. Note: instructions for use state: hold alarm vertically upside-down to prevent battery spring from bending during battery installation. Take care not to damage battery contacts. (B)(4).